Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the site confirmed that there was no evidence of thrombus ingestion or hemolysis. There was a suspected electrical system controller issue. It was noted that the patient had a history of left atrial appendage (laa) thrombus.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number: (B)(6) , was returned for evaluation. The provided information stated that the patient experienced an abrupt change in flow, and as a result, the system controller was exchanged. This change in flow is further addressed within the pump investigation. The system controller event log file was reviewed, and, beginning at 04:29:33 on (B)(6) 2025, a low flow alarm was activated as the flow dropped below the acceptable threshold. During this time, motor speed, voltage, and current remained at expected values. The driveline was disconnected for a system controller exchange at 05:01:42 on (B)(6) 2025, and, shortly after, the system controller was shut down- resolving the low flow alarm. The pump maintained a speed within the expected range while the driveline was connected. The returned system controller was functionally tested and was found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time. There were no issues found with the system controller during testing. There were no functional issues identified with the returned system controller. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flows on (B)(6) 2025. Log files were sent for review. Log files showed a few lines of data from (B)(6) 2025 following the connection to the system controller. The system controller captured low flow alarms beginning at 4:29am on (B)(6) 2025. Patient flows dropped to 0 lpm and did not rise again prior to the driveline being disconnected at 5:01 am. The system controller was exchanged, and the original system controller was offered for evaluation. Following the connection to the current system controller, there were no noted low flow alarms. The patient was asymptomatic, and the device returned to normal with the new system controller. The reason for the system controller exchange was solely due to the abrupt change in flow at the time of the interrogation. All troubleshooting was completed. The patient was stable before the witnessed low flows, during the low flows, and after the system controller exchange. The cause of the abrupt change in flow was not clinically identified, but the team felt it was a system controller malfunction. A point-of-care ultrasound (pocus) was performed for diagnostic testing. The pump log files seemed to indicate an acute drop in flow, which was accompanied by an acute drop in pulsatility index (pi) suggestive of an acute obstruction. It was said pump log files also showed a sudden increase (2-3x) in rotor displacement and noise, suggestive of something interfering with the rotor which was suspicious of thrombus ingestion. The system controller exchange seemed to have resolved all events with the displacement and noise going back to normal/baseline levels. There were no other unusual events recorded in the log file event history. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The system controller was intended to return for review as it was shipped out on (B)(6) 2025.